Manufacturer narrative:
Suspect device is strip lot 399a, 2/29/08, cat/3116247.

Event description:
Caller states that the patient tested 5.6 inr and 3.6 inr during duplicate testing on the coaguchek test system. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed at medical facility. Coaguchek system: strip lot 399a, 2/29/08.